Manufacturer narrative:
Device evaluation & resolution and disposition. Device evaluation: the unit was received at the international service center. The technician reviewed the diagnostic event log and confirmed the reported problem. Inspection was performed in detail. Connector was found loose and the event occurred due to contact failure. Resolution and disposition: connector was tightened, functional test and run in test were performed and then no abnormality was found. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test and software version check (ver.2.10). Unit was checked overall, run in tests then no abnormality was confirmed.

Event description:
The international customer reported the v60 unit displayed occurrence of check vent: proximal pressure sensor auto-zero failed alarm occurred. Unit was replaced with another v60 after the event. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.